Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The device was evaluated, and the suggested phenomenon was unable to be duplicated, and was unable to be further specified. However, the suggested phenomenon was presumed to have been due to the following: ·the guidewire was locked at its soft part, or a guidewire with a diameter smaller than recommended was used. ·foreign material/adhering objects or the like temporarily stuck in forceps elevator or guidewire-locking groove. ·foreign material/adhering objects or the like was temporarily stuck in endo therapy accessories, or the endo therapy accessories buckled or deformed. ·the user reported that after the forceps elevator was raised to its maximum height, k-lever was manipulated in up direction. The instructions for (IFU) (operation manual) states about manipulation of k-lever as follows: 4.3 using endotherapy accessories ¦locking the guidewire: note the assist function of the guidewire locking may not work effectively under the following conditions: - when the papilla is observed on the upper right side of the endoscopic image. - if the elevator control lever is not held stationary. - if the proximal ends of the wire-guided type endotherapy accessory and the guidewire are not straight. - if the contrast media in the guidewire lumen of the endotherapy accessory is not washed with saline solution. - if the wire-guided type endotherapy accessory is kinked, deformed, or damaged. - if the combination of the guidewire and the wire-guided type endotherapy accessory is incorrect. - if the guidewire is not inserted sufficiently into the biliary/pancreatic duct. - if an attempt is made to lock more than one guidewire simultaneously. - if the position of the distal end of the endoscope and the papilla is not appropriate for the assist function of the guidewire locking. (See ¿note¿ in "withdrawal of wire-guided type endotherapy accessories¿ on page 88). ¿ in rare cases, the elevator control lever can move further in the ¿ u¿ direction after the forceps elevator is completely raised for more effective locking of the guidewire. In this case, more resistance may be encountered when operating the elevator control lever. This does not indicate a malfunction. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope forceps elevator would not lock. The issue was found during reprocessing. There were no reports of patient harm.